Event description:
It was reported that the ICD switched to eos during an electrical storm. Since implantation, 13 shocks have been delivered. A magnet was used several times to inhibit therapies. In addition, an external shock was delivered on 11 april because the device was not delivering therapies. The patient is at end of life, and the device will most likely not be replaced. Update received on (B)(6): the patient has passed away. Reportedly, her death was not related to the device, as she was receiving end of life care.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be fully functional. The returned device data have been inspected. The inspection confirmed the clinical observation, the eos battery status was activated by the device on april 11, 2026 at 12:01 pm. The battery voltage as well as the current consumption was found to be normal and as expected. Inspection of the available iegms showed six episodes detected on april 11, 2026 in the period from 04:46 am to 10:57 am. Analysis of these episodes revealed no indication of a device malfunction. All episodes were regularly detected based on the intrinsic heart signals. The tachycardia episode number 86 and 84 were successfully terminated by the device via shock delivery. Episode number 84 additionally showed the application of a magnet; however, the magnet was applied after heart rhythm normalization due to the shock therapy of the ICD. Based on the available data, the root cause for the eos detection was not determinable. However, it is reasonable to assume that an intermittent unfavorable magnet application during the reported electrical storm may have contributed to the clinical observation. When there is a short distance between the magnet and the ICD, and the orientation of the magnet is unfavorably aligned to cause the magnetic field to be strongest over the high voltage transformer, a saturation of the transformer may appear during a charging cycle of the high-voltage capacitors, leading to a temporary drop of the supply voltage below the eos level, resulting in eos activation. This does not represent a battery or electronic module malfunction. In conclusion, analysis of the available data revealed no indication of a device malfunction. Eos was most probably activated due to an intermittent unfavorable magnet application during the reported electrical storm.